Event description:
Complainant alleged that during functional testing, the device displayed"failed self test" and an inappropriate "change batteries" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.